Event description:
The patient was hospitalized for dehydration and elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Insulin pump therapy was resumed following discharge and the pt has continued to use the pump with no reported subsequent event. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.